Event description:
A malfunction alarm, identified by malfunction code malf 9, was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, which successfully cleared the malfunction without recurrence, allowing continued use.